Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the atrial lead exhibited a sensing and capture anomaly. The lead was not used. No patient symptoms were reported.